Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
The actual was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code has been referenced in the conclusions. The production code or lot number was not provided, which prevented a meaningful review of the device history record and complaint files. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported involved angio-seal device was used without consent. The following information was provided by the user facility: the angio-seal device was used without patient consent on the femoral artery. Additional information was received on june 29, 2017. The field clinician received a phone call from the patient on saturday morning (B)(6) 2017. The patient was concerned about the angio-seal device after reading the patient booklet, she said that she did not provide consent for something to be implanted in her body and wants it removed. The patient asked about possible allergic reaction to the device and she does not have any known allergy to beef products. According to the patient, the insertion site looks perfect there was no redness or inflammation. The patient said she believes the angio-seal is making her sick and has been experiencing nausea since the (B)(6), however she told field clinician she has been nauseous for about a month. Additional information was received on july 11, 2017. The procedure performed was a cardiac catheterization. Current condition of the patient was reported that the groin looks perfect and healed up very nicely. She has a small lump under the skin (most likely the collagen). She was concerned about the possible allergic reaction to beef (she stated she has had adverse reactions to other things in the past- not necessarily beef). She is also having another procedure where they will go in both groins and was worried that they would not be able to with the angio-seal in place.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. Based on the description of the event, the allegation is due to improper patient consent and a reaction to the collagen. The underlying patient physiology plays the greatest factor in the patient's reaction to the collagen. While the patient may not have an allergic reaction they may still experience adverse symptoms as is reported in this complaint. The relationship between the angioseal and the reported nausea remains unknown, but by the patient reporting the issue they must believe that there is a connection. The complaint will be confirmed since the relationship is unknown at this time. It is likely the patient's adverse events are due to the underlying physiology. The IFU does document that patient's can have adverse reactions to the collagen or other absorbable components. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.